Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant in japan had a successful cp support for 3 days when the pump was explanted. The team then observed a controller failure and with restart the failure was reproduced. The team has removed the automated impella controller (aic) from service and per the instructions for use (IFU) a backup controller will be used. No patient harm was reported.

Manufacturer narrative:
The investigation for the console (aic) controller issues has been completed. Data logs were reviewed which showed that the purge pressure sensor defective red controller error alarm was issued on date of occurrence. This log entry was preceded by a purge: sensor defective (voltage out of range) entry indicating that power to the purge pressure sensor through the purge unit driver was compromised. The console evaluated by field service which they replace the purge unit driver and performed preventative maintenance procedure as a troubleshooting step. The console was found to be functioning to specification after troubleshoot. The root cause for the purge pressure sensor defective alarm controller failure was a defective purge unit driver.